Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The proximal end of fiber shows evidence of some type of contamination on the optical surface. The connector segments and tabs appear in good condition and secured. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The contamination observed can be caused by moisture on the connector, it can not be determined how the connector became contaminated. This could result in 'fiber port overheating' message. An investigation conclusion code of cause not established was assigned to this investigation. Cannot determine whether the complaint was referring to fiber tip or connector.

Event description:
Analysis of the returned device revealed a circumferential fracture at the proximal side of fiber/glass fusion zone. Based on device analysis, the potential for forward firing may exist. There was no harm to the patient.